Event description:
The customer reported an intermittent ac power module. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported an intermittent ac power module. There was no reported pt involvement. The philips field service engineer confirmed the ac power module failure. The ac power module was replaced and resolved the issue. The device passed all performance assurance testing and was returned to use.